Event description:
It was reported that a patient was about to undergo a davinci robotic hysterectomy procedure in 2012 and the doctor was trying to insert the trocar. The doctor punctured the patient's aorta and patient died.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: the intuitive clinical sales rep was in the case when this occurred and reported the event to intuitive complaint group and the associate responsible for investigating the event reported it to ethicon with the following information: the planned procedure was a hysterectomy on (B)(6) 2012. The intuitive rep explained the davinci system was not yet docked and when the surgeon introduced the ethicon trocar he perforated the aorta. Intuitive contacted risk management at the account; however, was referred to the account's legal site. Intuitive was unable to obtain any further details regarding the event. Ethicon sales rep has been contacted and he is attempting to locate the surgeon, but it is believed he no longer works at the hospital. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.